Manufacturer narrative:
Correction: date of event, describe event or problem, concomitant med prod data root cause: the root cause for the reported issue that device had infusion failed was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "patient was receiving IV fluids via alaris infusion pump and the channel failed. The channel was removed from service and sent to bio med. The channel was not infusing a critical medication at the time." There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had infusion failed was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was receiving IV fluids via alaris infusion pump and the pump failed. The channel was removed from service and sent to biomed. The channel was not infusing a critical medication at the time. What was the original intended procedure? The channel would infuse the IV fluids without failure. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not have do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable. There was patient involvement, however outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.